Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set had separated. The following information was provided by the initial reporter: 2 minutes after starting the ferrlicit infusion patient approached nurses desk reported "my line came out". Rn stopped infusion, assessed the piv and it was intact. Patient reported it was the tubing. At the hub closest to patient there was no glue where line was attached to the other piece and it "popped" out of place. Per patient when this happened he took the line and attached it back in place. When rn went in room line was attached and appeared normal. Rn tugged on the hub patient pointed to and it popped out of place easily. Line was replaced, unknown small (less than 5cc) amount of ferrlicit was lost. Rn replaced line and made sure the new line was functional. Visible glued pieces, tugged on line and it was functional.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.